Event description:
It was reported that the intra-aortic balloon (iab) was inserted in 2008. Four days later, the iab "ruptured" and as a result was removed. The pump used was an arrow pump. The pump did alarm. Another iab was not inserted.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.